Manufacturer narrative:
Insulin pump received with cracked lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported via phone call that insulin pump had cracked around lcd screen nad they were unable to read the alarm history on the insulin pump. The customer¿s blood glucose level was 76 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.